Manufacturer narrative:
On 8/25/2017, biosense webster received information that the lot numbers originally reported were incorrect. Originally, the catheter with signal interference was reported as 17638837m, and the catheter in use while the steam pop occurred was reported as 17647870m. However, these lot numbers were reversed. The catheter with the signal interference was lot #17647870m, and the catheter in use at the time of the steam pop was lot #17638837m. The catheter with the signal interference issue (lot #17647870m) will continue to be reported under (B)(4), report #9673241-2017-00665. The catheter in use at the time of the steam pop (lot #17638837m) will continue to be reported under (B)(4), report #9673241-2017-00664. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Additionally, intracardiac signal interference was reported. The returned device was visually inspected, and was found in normal condition. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter was subjected to a screening test, which passed. The force feature was working properly. And the force sensor values were within specifications. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Deflection and irrigation tests were performed, which the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root causes of the noise issues and cardiac tamponade remain unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4). Biosense webster manufacturer reference numbers (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter (# 2 of 2) and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, intracardiac signal interference (¿noise¿) occurred. Smarttouch catheter # 1 (17638837m) was exchanged for smarttouch catheter # 2 (17647870m) and the issue resolved. During ablation of the mitral isthmus with smarttouch catheter # 2 (17647870m), a steam pop occurred. After the steam pop, while ablating with smarttouch catheter # 2 (17647870m), a tamponade was confirmed via intracardiac echocardiogram (ice). Since the blood pressure was stable, the patient was transferred to the ward without intervention. While on the ward, a pericardiocentesis was performed. There is no information regarding the amount of pericardial fluid aspirated. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Both smarttouch catheters used will be conservatively reported to FDA. This complaint file addresses the second catheter used (lot #17647870m).

Manufacturer narrative:
On 8/23/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).